Event description:
It was reported that when patient presented remotely via merlin.net transmission, low levels of high frequency noise inhibiting pacing due to myopotential oversensing issue was observed on the device as early as (B)(6) 2016. Programming changes were made. It was recommended to perform an induction test to test the new settings however no induction tests were performed. No further episodes post programming changes were seen. Patient was stable.